Event description:
A customer reported an issue with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided information on how to reset the pump, and after following these instructions, the customer successfully started their sensor session without encountering the error again.